Event description:
It was reported that the pt had post-op pain following the use of intergel. The pt was brought back into the or and a procedure was performed. Update 11/11/02: additional investigation provided further details into the event as follows: the surgeon reported that he performed a laparoscopy with lysis of adhesions on an otherwise healthy pt and instilled 300ml of intergel at the conclusion of the procedure. He did not close the fascia of the 5mm ports. Some intergel leaked into the suprafascial tissue and caused localized pain. An on-call physician returned pt to the operating room and sutured the fascia of the ports. The pt has recovered.